Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported a shock equipment malfunction message occurred while trying to use the defibrillator. No adverse patient impact was reported.